Event description:
It was reported that a screw could not be removed in the initial attempt. Removed (B)(6) 2014.

Manufacturer narrative:
The second surgery to remove the screw was performed with no complications, the surgeon could find no reason for the failed first attempt.

Event description:
It was reported that a screw could not be removed during the surgical procedure and surgery has been rescheduled for (B)(6) 2014.